Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the chronic non-atrophic (superficial) antral gastritis after hemostasis of multiple duodenal ulcer bleeding during an electronic gastroscopy procedure performed on (B)(6) 2025. During the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: (correction). Block b5 (describe event or problem) and block h6 (device code) have been corrected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the chronic non-atrophic (superficial) antral gastritis after hemostasis of multiple duodenal ulcer bleeding during an electronic gastroscopy procedure performed on (B)(6) 2025. During the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction was identified on august 20,2025: it was reported that the clip was not able to grasp or lock onto tissue.